Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during the attempted implant of this right atrial lead, high pacing threshold values and poor sensing was exhibited. The physician attempted lead repositioning several times however the issues remained unresolved and the lead was removed. The lead is intended to be returned for laboratory analysis. Another lead was not implanted and a single chamber device then used.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed a complete lead, returned in two segments. No evidence of setscrew marks on the terminal pin and all four tines appeared undamaged. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
.